Event description:
It was reported that the blades of the driver had twisted upon screwing stimloc into the skull. The other drive was used in this bilateral case. Pt recovered without sequela. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).